Manufacturer narrative:
Investigation: during the batch manufacturing process no record of any occurrence of the foreign matter defect was identified. During the manufacture of these batches, visual inspections were performed at predetermined frequencies, which aim to ensure that the product meets the specification without any foreign matter present at all stages of manufacture. All equipment has enclosures that aim to increase the protection of products against contamination throughout the production process. After evaluating the sample and the respective process and quality records performed, the presence of foreign matter in the product is confirmed and it is concluded that contamination occurred during the needle production process.

Event description:
It was reported that prior to use foreign matter was discovered with a bd needle 27x1/2 ll eclipse. The following information was provided by the initial reporter, translated from portuguese to english: package with hair.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd needle 27x1/2 ll eclipse. The following information was provided by the initial reporter, translated from (B)(6) to english: package with hair.